Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker determined the cause of the reported issue was a disconnected white energy capacitor wire from a spade connector designated j18. Once the wire was reconnected, the issue was resolved. The returned device was archived by stryker. The customer received a replacement device.

Event description:
The customer contacted stryker to report that their device unexpectedly turned off. In this state the device would be inoperable and defibrillation therapy may not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device unexpectedly turned off. In this state the device would be inoperable and defibrillation therapy may not be available if needed. There was no patient involvement reported with the event.